Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got air in line during startup. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed 2 instances of "medium alarm displayed: cannot start pump air in line." Visual and functional test was performed, and the cause of the problem was a damaged air detector sensor as well as a delaminated downstream occlusion (dso) seal. The air detector sensor, and dso seal were replaced to fix the issue.